Manufacturer narrative:
Batch review performed on 10 may 2021 lot 1908569: 123 items manufactured and released on 11-feb-2020. Expiration date: 2025-01-28. No anomalies found related to the problem. To date, 104 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem, head, and liner 3 months after primary. The surgery was completed successfully.